Manufacturer narrative:
As neither a lot number or samples have been made available to us no analysis could be performed. As no further information has been provided to us despite of repeated requests, no conclusion can be drawn. We will continue to ask for further information and will relay any information and further conclusions in a follow-up report.

Event description:
On (B)(6) 2013 a heart ablation procedure (diagnosis atrial flutter) was performed at (B)(6) USA. An unknown generator and a monitoring dispersive electrode (model megadyne 0855) were used. The dispersive electrode was placed on the back of the patient. The injury was complained by the patient (conscious sedation) as a burning was felt in the back. The procedure was carried on with a new grounding pad (model megadyne 0855) at a different location. After the procedure, an injury was specified as a minor burn with a small blister. The wound has been treated with a topical ointment. No info of the precise placement site of the electrode, the orientation of the burn, how the skin was prepared, the generator model, and the power setting used hav been received by us despite repeated requests.